Event description:
It was reported that a patient underwent a laparoscopic hysterectomy and left salpingooophorectomy on (B)(6) 2013. During the procedure, the device would not rotate prior to first use after being inserted into the patient. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not rotate prior to first use. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.